Event description:
It was reported that the video image on the 2800 system turned black and white and the table controls stopped working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video board and high resolution board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.